Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer does always have trace ketones due to the paleo diet they follow. The customer is able to flush the ketones out by consuming water. No troubleshooting was performed due to the occlusions alarms occurring in the past.